Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose was 567 mg/dl at the time of call. The customer's father stated that they treated the high blood glucose with manual injections. The customer's father stated that the drive support cap appeared normal. The customer's father performed troubleshooting and did not find air bubbles, leaks and insulin issues. The customer's father declined to check for setting issues. The customer's father stated that they found that the infusion set was bent. The insulin pump will not be returned for analysis.